Manufacturer narrative:
The device is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted. Consumer not making device available.

Event description:
Customer was in the unit, she dropped something, went across the room with her grabber, while coming around a chair, one end of the grabber brushed the chair causing the other end to hit the control panel. The speed went from 1 to 5 and hit a table and she sustained injury.